Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the shock channel. Leading to inappropriate electric shock and two inappropriate anti-tachycardia pacing (atp). It was suspected that the patient was likely doing something unusual and caused pectoral muscle artifact which can be normal. Currently, this product remains in service and no additional adverse patient effects were reported.